Event description:
It was reported that a black to purple area that appeared as a large pinhead size blood filled blister on the end users peristomal skin adjacent to the stoma during the pouch change. On (B)(6) 2015, the end user changed his appliance and discovered that the area was approximate one half inch round with depth and described it as red and he had scant bleeding during cleansing. He spoke to his internist on the same day, who advised to go to the wound clinic. He was seen at the wound clinic on (B)(6) 2015, the wound was surrounded by erythema and tenderness that extended out approximately two inches. A culture was performed. It was mentioned that the tissue damage may be a pressure ulcer (stage unknown). He was placed on oral antibiotics and a silver based wound dressing was applied (names of medications were not provided). The reporter mentioned that prior to the appearance of the blood blister, he did not have any redness to the peristomal skin to indicate any pressure areas and she does not recall any injury to the stoma but reported that the end user was recently sick and had intense coughing spells. She further mentioned that she was calling for advice regarding the hernia support belt and that he started using the hernia support belt intermittently in (B)(6) and then on a fuller time basis more recently. It was advised to contact physician regarding if belt should be used while the area is healing as this can also contribute to pressure and also advised that belt should be size according to pouch opening needed. She stated that this was not done before.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(6).